Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 20 mg/ml morphine (unknown) at 19.02 mg/day. Caller reports the patient is getting nonpump medication: dilaudid 8 mg , 2.5 times daily. The reason for use was not reported. It was reported that when looking at the pump logs, they show: motor stall occurred (B)(6) 2020 at 2:08 pm. The pump recovered on (B)(6) 2020 at 7:07 pm, then stalled again at 7:39 pm on (B)(6) 2020. Caller reports the patient does not have any symptoms, and is curious whether the pump has truly been stalled. Caller states the patient has not had any magnetic exposure, has not had an MRI. They reviewed motor stall considerations with caller. Caller called back to initially ask about possible telemetry state with electromagnetic interference (emi) interaction, but they were checking the reservoir volume at the same time and based on that the pump does seem like it was stalled as they were expecting ~10.5 mls and got back ~17. Caller indicated that the patient did not hear alarms during stalls, however the alarm interval was 1 hour and some of the stalls were not very long. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-23, additional information was received from the rep. The cause of the motor stall has not yet been determined. The patient was scheduled for surgical consultation to discuss replacement in early (B)(6). The motor stall has not been resolved. The pump remained implanted.